Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device code (B)(4): off-label use (acd < 3.0mm). (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that, while attempting to implant a 12.6mm vich12.6, +7.0 diopter implantable collamer lens into the patient's left eye (os), the lens tore. The lens was not fully implanted but there was patient contact with the lens. This occurred on (B)(6) 2021. An alternate lens was implanted and the problem was resolved. Reportedly, there was no patient injury. The cause of the event is reported as unknown. Reference MFR rep# 2023826-2021-02078 for initial lens.